Event description:
A company representative reported that a cayman united inserter would not release from the implant during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints for the reported lot number were identified. The returned device was visually inspected. The tip of the inserter was not correctly aligned and the space between the two gripping tips of the device was tight. Additionally, the distal end of the inserter shows marking from malleting. The device was functionally tested and the reported event was confirmed. Release of a sample plate was more difficult with the complaint inserter than with the sample inserter. It is determined that the device was not correctly assembled by the user following reprocessing and the incorrect alignment of the tip caused difficulty disengaging the device. The root cause of the event is misassembly of the device by the user during reprocessing.

Event description:
A company representative reported that a cayman united inserter would not release from the implant during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.